Event description:
On (B)(4) 2014 the tracking department received a hand written letter from patient (B)(6) (dated (B)(6) 2014) claiming the pump caused her much harm. Therefore she had the pump explanted by dr (B)(6). Patient wrote, "dear sir, I writing this letter to let your company know that your constant flow 3000 pump had caused me great harm and came close to killing me. I finally had it removed after about a year of extreme sickness. I couldn¿t eat or sleep for a very long time. The machine kept stopping up and even tho it had been noted on my records, nothing was done about it. I was in extreme pain with vomiting, constant withdrawals and my body started breaking down. I do blame a lot of this on dr (B)(6) staff. They let me suffer so bad. I just wanted to die. They never informed me of the monthly cost and it was extremely expensive. A person that is disabled could not possibly afford this. Through years of suffering , the state finally helped remove it. I was not being monitored nor did dr (B)(6) staff care if I was dying from the pain. I became crippled and scared from this. The suffering was so bad that I wouldn¿t wish this on anyone. Dr (B)(6) has your pump and I beg you to please don¿t let this happen to anyone else. Please. I¿ve aged so bad from this and dr (B)(6) office were not monitoring at all. I now have other problems with my bones, joints, muscles and spine. If these pumps are used in other people, I strongly suggest that you get a copy of people¿s progress. I wasn¿t being monitored and suffered dearly. Plus I was being accused of fending for meds. How cruel. Everyone who allowed this to happen needs to be tortured like I was. I had no life, none. I couldn¿t even walk. My body suffered. Pump # (B)(4)." (B)(4) contacted dr (B)(6) office to gather information regarding complaint details, pump function and pump availability. Dr (B)(6) nurse stated that this patient had her pump explanted by dr (B)(6) on (B)(6) 2012. At time of explant the patient was under the care of another physician in (B)(6) and it was that physician¿s decision to explant the pump. Therefore, the patient came back to dr (B)(6) to have the pump explanted. The pump was explanted at (B)(6) and that center has since closed. Per the nurse, dr (B)(6) office was not sent the pump and it most likely was discarded by (B)(6) when the center closed.

Manufacturer narrative:
It appears that the pump was discarded by the facility (explant facility); therefore, the pump is not available for evaluation. As such, it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records indicated that this pump met all testing requirements during the manufacturing process. At this time this complaint is considered to be closed. Should the pump be retuned at a later date (not likely - per dr (B)(6) nurse), this complaint will be re-opened and an investigation will be performed.